Event description:
It was reported that the right ventricular (rv) lead exhibited no capture, and a fracture was discovered at the level of the first rib and the clavicle. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.